Event description:
Neonatologist present at birth of full term infant because of meconium stained fluid. Neonatologist checked blade seconds before its actual use and it was functioning properly. However, when the neonatologist went to use it to intubate the infant, it did not light up. The neonatologist had to manually bag the infant until a second laryngoscope blade was obtained.